Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated troponin (accutni) results above ami cut-off generated on access 2 immunoassay system for one patient. The results were reported out of the laboratory. Subsequent testing produced results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples were collected in 13x75mm plastic lithium heparin plasma tubes with a gel separator, and were centrifuged for 3 minutes at 4400 rpm at room temperature. Qc was within the customer's established ranges prior to and after the event. The results of system checks have been within the instrument specifications. A field service engineer (fse) was dispatched on (B)(4) 2010. Fse verified some hardware components, and performed a system check. The results met published specifications. No hardware issue was noted. A definitive root cause for the event has not been determined to date.